Event description:
It was reported to boston scientific that a cre fixed guidewire dilatation balloon was used during an egd (esophagogastroduodenoscopy) on a female patient (B)(6). The exact date of the event is unknown however it is estimated to have occurred during the week of (B)(6), 2010. According to the complainant, during the procedure the balloon was positioned in the esophagus and inflation was attempted with the alliance inflation system however the balloon would not fully inflate. The complainant stated they tried to remove the balloon from the patient however the balloon would not fully deflate. The balloon and the scope were removed as a unit from the patient and the catheter was cut to remove the device from the scope. Additional information received noted there was no visible damage noted on the device. The patient was rescoped and the procedure was completed with a second cre fixed guidewire dilatation balloon and the original alliance inflation system. There were no patient complications reported as a result of this event. The condition of the patient following the event was reported to be fine. On (B)(6), 2010 additional information was received confirming no pieces of the balloon detached inside the patient. This information was obtained as a results of this investigation product analysis which found the balloon portion of the device detached from the catheter.

Event description:
Caller states the patient tested 6.7 inr on the coaguchek s system and 4.17 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she discarded the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.